Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure was leaks on the pe valve and heat exchanger. Provider states no new parts needed.